Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella 5.5 was placed in a 61-year-old female with cardiomyopathy for hemodynamic support. The patient was returned to the operating room twice for management of cardiac tamponade. The physician speculated a potential wire perforation as the source of tamponade; the specific wire was not identified, and the abiomed 0.018 wire was confirmed as never used in the body. The impella 5.5 was assessed to be functioning as intended throughout support. Cardiac tamponade is reported as a serious injury due to the need for surgical intervention. Based on the information available at the time of reporting, there is no evidence that the impella 5.5 caused or contributed to the cardiac tamponade; the event is more plausibly related to non-impella factors, and the device remains in use providing support.

Manufacturer narrative:
The device was discarded. The investigation is ongoing.

Manufacturer narrative:
D6b explant date updated.

Manufacturer narrative:
The investigation was completed. Investigation summary: ppae (cardiac tamponade): the cause of the injury was not determined due to insufficient clinical details.